Event description:
It was reported to boston scientific corporation that the patient has suffered from urinary tract infections, bleeding, pain, and other unspecified complications since she was implanted with an advantage transvaginal midurethral sling system in (B)(6) 2010. Reportedly, the device cannot be explanted. All other information is unknown and reportedly unavailable.